Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) was dispatched to the user¿s facility. The fse evaluated the unit and determined that the device met olympus standards. An update on the condition of the affected patient has been requested, but additional information has not yet been provided. Based on the serial number, it was determined that this device was manufactured in 1998 and is no longer manufactured since 2008. The probable cause for the reported event to have occurred is due to the handling of the product deviating from the contents of the instruction manual by the user. The use of spray coagulation, which can be treated without contact, for incision resulted in excessive sparks. It is considered that a fire occurred due to the ignition of vaporized alcohol, and the patient suffered burns. The content of the instruction manual states the following: 1 features/specifications/1-3 precautions for use/(3) this product is not explosion-proof and cannot be used in a flammable atmosphere. Doing so may cause a fire. 7 usage/7-4 select a coagulation mode/spray: a coagulation waveform that performs a wider range of treatment sites than coagulation. The sprayer is also capable of outputting in a non-contact status to the biological tissue. Should more information become available, a supplemental report will be submitted.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. The exact cause was unknown. Since the device was not returned, the following are inferred based on the information proposed. This is assumed to have occurred due to the handling of the device deviating from the contents of the instruction manual by the user. The use of spray coagulation, which can be treated without contact, for incision resulted in excessive sparks, it is considered that a fire occurred due to the ignition of vaporized alcohol, and the patient suffered burns.

Event description:
A patient got burned on the buttocks during appendectomy using this generator. The degree of the burn is currently unknown. Before the procedure started, the patient was disinfected with an iodine disinfectant containing alcohol and was covered with a cloth as usual. When the incident occurred, the doctor was cutting the patient tissue using a hand piece which was connected to the generator. At that moment, a spark occurred and the alcohol under the cloth covering the patient caught fire. The setting of the generator was spray mode and 50 w. The patient had to be hospitalized longer than expected due to the incident. A olympus local service engineer checked the device and confirmed the device had no abnormality.

Manufacturer narrative:
This supplemental report is submitting to correct h2 device product code. Fcx was selected in the initial MDR, but based on the advice by FDA received on january 9th, 2021, it was determined that the code most appropriately describing the product is gei.